Event description:
Event description guidant received information that the patient with this pacemaker had a heart rate in the 30s during a pacemaker check-up. The caller indicated there was muscle stimulation with pocket manipulation. The thresholds tests were good with the two non-guidant leads.